Event description:
It was reported that during a training course, it was discovered that after seven seconds of use, the motor device was turning off and overheating. It was further reported that the device was making a different noise than it normally does. The event was not related to surgery. There were no injuries or medical intervention reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacturers¿ specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.